Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose and was sticking out from the side of the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.